Event description:
It was reported that the patient¿s healthcare provider (hcp) ¿messed up the surgery and I had to have 3 revisions and ended up leaking spinal fluid for a year.¿ this occurred when the patient had the pump implanted on 2009 (B)(6), and then again on 2010 (B)(6), and again on 2010 (B)(6). The patient stated ¿they took the stitches out of me too soon and I ended up leaking spinal fluid and baclofen.¿ the spinal fluid leak occurred on 2010 (B)(6). Patient outcome was not reported. The device system delivered lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-27 reported needing 3 pump/catheter revisions as previously reported. It was also reported that following pump implant the patient had a cerebrospinal fluid leak with 7 inches of fluid accumulation at the pump pocket site. The indication for use was intractable spasticity and other spasticity. No further complications were reported/anticipated.